Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a main body separated from the female connector. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the event was determined to be manufacturing related due to inadequate solvent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set "got stuck" in the patient line after treatment; further described as "the transfer set was suctioned into the line and the patient had to cut it off.¿ the patient received antibiotics as prophylaxis treatment. There was no report of patient injury associated with this event. No additional information is available.